Event description:
Customer reported leak from tubing was identified during an infusion of tpn started the prior evening. Some of the sticky substance was noted on the floor. Nurse was not able to find the source of the leak. No patient harm reported. No additional information was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of leak from tubing was confirmed. The leak was observed to be from a pinhole in the silicone tubing near the upper fitment. Crush marks were observed on the upper fitment. The cause of the leak was due to the pinhole in the tubing. The cause of the pinhole could not be identified. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot#.